Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant close door alarms, determined to be caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump constantly alarmed close door during biomedical testing. It was also reported that there was no patient injury.